Event description:
Reported as "suspected iab rupture". The report further states, "product and patient specifics unknown". Additional information states that no medical intervention was required. The iab was removed and the patient status is "fine", the patient was discharged.

Manufacturer narrative:
(B)(4) n/a other remarks: n/a corrected data: n/a.